Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Consumer contacted via online chat and stated that the brush head came apart; the brush head kept coming away from the holder. No injury was reported.